Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that he visited the ER due to high blood glucose levels. The patient's blood glucose at the time of ER visit was 366 mg/dl. The customer stated that he did not feel good and that he lacked an appetite. He had changed his infusion site and had mistaken his novolog for his humalog insulin, and since he was unaware of his mistake his blood glucose would not go down. The customer tested the pump while in the doctor's office and not only did the pump not delivery insulin, there was no alarm to indicate the no delivery. The customer also confirmed that the pump was exposed to an x-ray since he took an x-ray in the ER and forgot to remove his pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.